Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 6 clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used clip and said the tips of the clip closed but the crotch of the clips did not. Two clips came out like this malformed. He pulled them off the tissue easily and refired the device again to finish the case. The rest of the clips were fine. Said he felt like there was a design change because before he could deploy the clip half-way out and hold it while he was positioning it before firing but now the clip comes out and fires without the added control. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: these were the first through third firings, and it was across the bile duct - the affected clips were removed, and a discussion regarding the firing mechanism ensued. The surgeon made no mention of unexpected noises or resistance.